Manufacturer narrative:
Per t:slim x2 user guide, ¿do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the sensor wire was observed to be missing. Reportedly, the transmitter was not snapped into the sensor when the sensor was removed. Reportedly, the customer changed the sensor. No additional patient or event information was available.